Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level ranged from 396-397 mg/dl. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, no troubleshooting was performed to identify a cause.